Event description:
A 14 mm diameter x 14 mm diameter x 105 mm length talent iliac stent graft was inserted in a pt as part of the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that it was not possible to deploy the stent graft. The delivery sys was removed from the pt and it is unk how the case was completed; however, there was no pt injury reported. The delivery sys was returned and its eval is pending. Please note that this device is distributed outside the us; however, it is similar to the us distributed prod aneurx aaadvantage stent graft sys.

Manufacturer narrative:
Eval results and conclusions: lack of info (aneurysm and vessel morphology are unk, device eval is pending).